Event description:
Noise seen on both at/ar and rvc-can egm in the at/af episodes. Most likely explanation is an insulation breach. Likely pt needs a new a and rv lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).